Event description:
It was reported that the patient was experiencing an increase in seizures following a chiropractor's visit for a neck adjustment. Diagnostic testing resulted in high impedance following this visit. The last known good diagnostic results were obtained in (B)(6) 2006 (exact results not given). A review of x-rays by the physician revealed that a lead discontinuity was present at the levels of the c6-c7 vertebrae. The device was turned off. The physician reported that the believed cause for the break was related to the neck adjustment at the chiropractor's office and the increased seizures were due to the loss of therapy from the lead break. It was decided not to replace the patient's device at that time as they wanted to think about it. The patient later underwent full revision surgery on (B)(6) 2011 and explanted products were returned to manufacturer for analysis. An analysis was performed on the returned lead portions and the reported lead fracture was confirmed. During the visual analysis of the returned 88mm portion the end of the marked quadfilar coil appeared to be broken approximately 139mm from the end of the connector boot in the lead body area. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 254mm portion the unmarked connector quadfilar coil appeared to be broken in various locations of the lead body area. Scanning electron microscopy was performed and identified the area on three of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The areas on the remaining quadfilar coil strands was identified as either being mechanically damaged or having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No anomalies were noted with the returned generator.

Manufacturer narrative:
Device failure occurred.